Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect from the site, load a new, empty cartridge onto the pump, and successfully deliver a 9-unit bolus. Tandem technical support provided a one-time replacement pump.